Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed during a routine follow-up. A chest x-ray showed that the lead was out of position. Further testing and a possible lead revision will be discussed. The patient was currently doing fine.